Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie unable to be removed and won't open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported a cubie failure but did not specify which one. The customer suspected the drawer 6, and rss indicated a main drawer 6 failure without a specific cubie. A field service engineer (fse) remoting into the station, no failures were observed. The customer inventoried multiple medications in both the main and auxiliary sections of drawer 6 without errors. The customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie unable to be removed and won't open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.